Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Original implante date is unknown. Device broke post-operatively and was not /explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: 1x 440.831s / lot unk (tomofixtibheadpl sm med prox shaft 4ho h). (B)(4): the broken screwhead was removed and the screw shaft remained in the bone. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgeon performed an explant on devices that was used in surgery for the fracture of the proximal tibia on (B)(6) 2016. By applying tomofix surgical technique. When using the screw driver, he tried to take out the ti locking screw, then, the head of the screw broke and stayed in the bone. A hollow reamer was used to enlarge the area where the screw head was missing, finally, he removed it with needle-nose pliers. There was a 10 minute surgical delay reported. It is unknown if this was a planned revision surgery, or if this incidence occurred when tomofix plate was removed. This complaint involves 1 part. Concomitant medical products: 1x 440.831s / lot unk (tomofixtibheadpl sm med prox shaft 4ho h); 1x unk screwdriver; 1x unk hollow reamer; 1x unk needle-nose pliers. This report is 1 of 1 for (B)(4).